Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. Insulin pump was unable to verify low reservoir, low battery alarm and unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. No unexpected numbers scrolling during testing. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, scratched case and cracked battery tube threads.

Event description:
It is reported that the customer had high blood glucose levels of 456 mg/dl. The mother of the customer reported that the high blood glucose level was treated with insulin injections. The customer reported that the numbers on the display bar of the insulin pump keeps moving up or down while trying to enter information. The customer also reported an issue with the keypad being unresponsive. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.